Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the device has not yet been returned. A follow-up report will be provided once it is received and reviewed.

Event description:
The spring coil was detached from the core wire. The detached part was still in the patient¿s body.